Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 256 (mg/dl) with small to moderate level of ketones. Reportedly, cartridge and infusion set changes were performed and the basal rate setting was increased to resolve the issue.